Event description:
It was reported that the patient¿s old implantable neurostimulator (ins) was intermittent, so it was replaced. Follow-up was performed to determine if any troubleshooting had occurred and if a cause had been determined for this historical event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that there was a 50% or greater reduction in symptoms. It was thought that the implantable neurostimulator (ins) was the cause but the healthcare provider (hcp) was not the one who replaced the device. The ins had stopped working. X-rays and reprogramming had occurred. The cause of the event was device failure and the patient recovered without permanent impairment. No further follow-up was required due to the patient outcome and all know information having been provided.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # lb0341, implanted: (B)(6) 2002, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).